Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-01684 and 1225714-2013-01685. Add'l info has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event for the same pt involving two separate products: associated mdrs #1225714-2013-01684, 1627487-2013-01685.